Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low r-wave amplitude measurements, noise and oversensing, resulting in storage of several non-sustained ventricular tachycardia episodes. Additionally, decreased sensing was observed and pacing impedance measurements decreased from 600 to 250 ohms. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. This product was noted to be implanted abdominally. The lead was surgically abandoned the device was moved to the left pectoral region and a new lead was implanted. No additional adverse patient effects were reported.